Event description:
Ous MDR -an alert regarding shock impedance failure was sent via home monitoring. The impedance at times was over 150 ohms. During an in-office visit, the shock impedance was between 50 to over 150 ohms and a decreased lead impedance of about 450 to 300 ohms was confirmed. Nothing unusual was found on the x-ray. When the pocket was reopened, the helix of this lead could not be moved, event after 40 rotations with the fixation tool. Therefore an excimer laser sheath was used and new OEM devices were implanted. Both the ICD and lead were returned for analysis.

Manufacturer narrative:
The lead and the ICD under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD was investigated. During the inspection of the memory content the clinical observation could be confirmed. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The analysis did not reveal any sign of a material or manufacturing problem.